Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had unexplained low blood glucose. Paramedics where called to assist customer at home. The blood glucose reading was 39 mg/dl when the paramedics arrived. Customer stated that she does not remember if she was disconnected during the rewind/prime process. Nothing further was reported.